Event description:
Medicine labels and packaging! Clear care no rub by ciba vision bar code (B)(4) sticker label on box lot 85461 exp 2012-10, (B)(4) containers stamped lot 85367 exp 2012-10 burned eyes using clear care to rinse my contacts then placed contact directly in my eye. I am (B)(6) male paramedic. In his right "might" this was the first time to use this product. The bottle said no rub contact solution, so I used it the same way I've used all my other no rub contact solutions. The bottle looks the same and is labeled similarly and therefore I did not think I needed to scrutinize the instructions and assumed I could use it in the same manner. While I did use the supplied case to soak my lenses, I used the clear care solution to rinse my contact before placing it in my eye. It is definitely not clear that this solution is hydrogen peroxide without reading the fine print and like I said the labeling and bottle is too similar to my other no rub products leading me to believe that I can use it in the same way. More medicine to reduce or relieve the possible bad effects of the error. Error occurred: patient's home. Burning eyes! I do not know if there is permanent damage to my eye as this just happened today. But the immediate reaction to the solution was severe intense burning with searing pain, eye lid slammed shut on contact. Lacrimation, eye redness, and eyelid swelling and redness. It has been an hour and my eye is still hurting and burning and the entire eyelid area is still swollen and red and I cannot fully open my eye. Change packaging and labeling. The package is marked in such a way to lead people to believe it is the same as other no rub or contact cleaning solutions. It is not! As if this were not bad enough, the company's website does not fully disclose the possible implications of such a mistake! I could only find one faq that referenced burning and irritation. I copied and pasted below. "What should I do if clear care mistakenly gets into my eyes straight from the bottle? Immediately remove your lenses and flush your eyes with large amounts of water or sterile saline for a few minutes. If burning and/or irritation persists, seek assistance from an eye care professional." (Http://www.clearcaresolution.com/lenscare_faq_6.shtml) the tag for the faq is "if you've got questions, we've got answers". Well my question is what are the possible short term and long term effects of direct eye contact with their solution!! Where is the answer to that question? Severity: error resulted in treatment or intervention: temporary patient harm. (B)(6).